Event description:
Pt had an angioplasty at hosp in 2004. Two boston scientific stents were inserted in an old by-pass graft. Immediately following the angioplasty, pt had severe angina and returned to hosp where the angioplasty was repeated and one or both of the stents was replaced or another stent was inserted. Pt does not know and cannot find out exactly what happened. Pt wrote boston scientific who in a letter in 3/2004 replied in just a week's time that they investigated and found that the stent pt received was not defective. Pt seriously doubts that they had time to investigate thoroughly or even talk with the hosp or doctors. Boston scientific's letter is dated well before the recall. Pt have a press release from the FDA and boston scientific that states that boston scientific, on 7/16/2004, recalled several different stents including express 2 stents which is the type inserted in the pt. Pt has a letter from hosp that states on 7/16/2004, boston scientific has expanded its recall of coronary stents. The hosp states that it is no longer using any boston scientific stents. Pt is very concerned that they received a defective stent, and that boston scientific failed to really investigate this matter. If they did, it was well before notice was issued. Pt believes that the re-do of the angioplasty was caused by a defective boston scientific stent and that they should pay the costs to hosp.